Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump had a blank display and a battery out limit. Blood glucose level at the time of the incident was 475 mg/dl, which was treated with a manual injection. The customer will not return the device for analysis and it will not be replaced.